Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that one of the screws in a two level cervical fusion plate is migrating forward. A revision surgery has been planned, but has not been conducted to date.